Event description:
It was reported that a deep brain stimulation (dbs) patient underwent an implantable pulse generator (ipg) revision procedure, during which the physician noted high impedances on the lead. Postoperatively, the patient experienced inadequate stimulation. The patient then underwent revision procedure, during which both the lead and lead extension were removed and replaced. The physician observed that the lead had fractured, exposing the cables. The devices were retained by the medical facility and will not be returned for analysis.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Additional suspect medical device component involved in the event: product family: dbs-linear leads upn: m365db2202450 model: db-2202-45 serial: (B)(6) batch: 7079051 UDI: (B)(4). Product family: dbs-extension upn: unk-p-dbs-extension model: unknown serial: unknown batch: unknown UDI: ((B)(4). Correction to initial MDR in block h11.

Event description:
It was reported that a deep brain stimulation (dbs) patient underwent an implantable pulse generator (ipg) revision procedure, during which the physician noted high impedances on the lead. Postoperatively, the patient experienced inadequate stimulation. The patient then underwent revision procedure, during which both the lead and lead extension were removed and replaced. The physician observed that the lead had fractured, exposing the cables. The devices were retained by the medical facility and will not be returned for analysis.